Event description:
On 7/24/97, the facility's or director informed the MFR's (MFR) product complaint coordinator that the device catheter had ruptured. Additionally, the facility's or director stated that he was aware that there is a trend in the catheter shear incidence rates for this product and is anxious to receive the results of the investigation. No further details were provided at this time.

Manufacturer narrative:
The device was scheduled to be returned to the MFR for analysis; however, the device has not been returned to date. The MFR has made several attempts by telephone and via written correspondence to obtain further info and/or the device for analysis; however, the attempts have been unsuccessful. A trend analysis was performed on similar incidents for this cat. Number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.